Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill, time or clock anomaly, rewind loud noise anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost time and was always off by a couple of hours, buttons were harder to press, shot insulin out of the cannula sometimes and rewind was both louder and slower. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.